Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented after experiencing a shock in the early morning hours. Upon interrogation, it was noted that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited oversensing of noise which lead to inappropriate shocks. Further review found the rv lead pacing impedance measurement to be greater than 2500 ohms. An x-ray was taken which did not yield any significant findings. A loose setscrew on the ICD was suspected to be the cause. A revision procedure was performed where the physician tugged on the rv lead and it came loose from the header. The physician re-inserted the lead, tightened the setscrew and performed another tug test with successful results. The rv lead and ICD remain in service and no additional adverse patient effects were reported.